Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 65-year-old male patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient and his spouse informed novocure that they suspected the patient had developed an allergic reaction to the metal components of the transducer arrays. They reportedly attempted to manage the symptoms using lotions, creams, and unspecified antihistamines, and changed the arrays daily. Despite these efforts, the patient continued to experience a skin reaction. Consequently, they expressed the desire to discontinue optune gio therapy. A healthcare provider was aware of the decision. The patient's account was processed as off therapy on (B)(6) 2025. Multiple attempts were made to contact the prescribing physician for additional information; however, no response was received.